Manufacturer narrative:
This report is submitted on may 16, 2019. (B)(4).

Event description:
Per the surgeon, the patient experienced swelling at the abutment site and subsequently underwent a skin revision and abutment change on (B)(6) 2019, under a local anaesthesia.